Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that when the texium needle free syringe containing doxurubicin was connected to one of the port from the 11426965 set, a leak was observed between the connection. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage was not confirmed. Functional testing failed to replicate any leakage or air ingress at any point during testing; no defects were noted to the smartsite components or any other point along the length of the set. The root cause of the reported leakage was not identified.